Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/heavy bleeding") in a 29-year-old female patient who had essure (batch no. 761440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth on (B)(6) 2010, live birth on (B)(6) 2012, cesarean section in (B)(6) 2012, endometriosis, uterine bleeding, cardiac arrhythmia, breast cyst and mitral valve disease. Previously administered products included for an unreported indication: metoprolol, beta blockers and bystolic. Concurrent conditions included body mass index normal, supraventricular tachycardia since 2013, chest pain, palpitations and leiomyoma nos. Concomitant products included oral contraceptive nos for birth control as well as anaesthetics (anesthesia). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced headache ("headaches") and migraine ("migraines"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal vaginal bleeding"). On an unknown date, the patient experienced fatigue ("fatigue"), palpitations ("heart palpitation") and abdominal pain ("abdominal pain constant, moderate ¿ severe intensity of pain"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy to remove essure on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved, the menorrhagia, fatigue, palpitations, vaginal haemorrhage and migraine outcome was unknown and the headache was resolving. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, palpitations, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that (failed attempt of an essure procedure in (B)(6) 2012). The insert deployed with 1-5 loops of coil showing in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion successful placement on (B)(6) 2014, she had pathology: uterus and cervix, bilateral fallopian tubes, hysterectomy which reveled that proliferative phase endometrium, without hyperplasia or malignancy, leiomyoma, cervix with acute and chronic inflammation, benign bilateral fallopian tubes. On (B)(6) 2012, she had hcg serum qual test was negative. Her current weight was 115 lbs. Most recent follow-up information incorporated above includes: on 22-feb-2018: reporters added and updated patient demographics. Historical condition, historical drug, concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug inaction and lot number. On (B)(6) 2012, she implanted essure device (previously reported as (B)(6) 2012). Added events abnormal bleeding (vaginal, menorrhagia), migraines and abdominal pain. Updated events and onset date. On (B)(6) 2014, she explanted essure (previously reported as (B)(6) 2014). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/heavy bleeding") in a 29-year-old female patient who had essure (batch no. 761440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, live birth on (B)(6) 2010, live birth on (B)(6) 2012, cesarean section in may 2012, endometriosis, uterine bleeding, cardiac arrhythmia, breast cyst and mitral valve disease. Previously administered products included for an unreported indication: metoprolol, beta blockers and bystolic. Concurrent conditions included body mass index normal, supraventricular tachycardia since 2013, chest pain, palpitations and leiomyoma nos. Concomitant products included oral contraceptive nos for birth control as well as anaesthetics (anesthesia). On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced headache ("headaches") and migraine ("migraines"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"). In june 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal vaginal bleeding"). On an unknown date, the patient experienced fatigue ("fatigue"), palpitations ("heart palpitation") and abdominal pain ("abdominal pain constant, moderate ¿ severe intensity of pain"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy to remove essure on dec-2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved, the menorrhagia, fatigue, palpitations, vaginal haemorrhage and migraine outcome was unknown and the headache was resolving. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, palpitations, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that (failed attempt of an essure procedure in aug-2012). The insert deployed with 1-5 loops of coil showing in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Hysterosalpingogram - in december 2012: total bilateral occlusion successful placement on (B)(6) 2014, she had pathology: uterus and cervix, bilateral fallopian tubes, hysterectomy which reveled that proliferative phase endometrium, without hyperplasia or malignancy, leiomyoma, cervix with acute and chronic inflammation, benign bilateral fallopian tubes. On (B)(6) 2012, she had hcg serum qual test was negative. Her current weight was 115 lbs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), headache ("headaches"), fatigue ("fatigue") and palpitations ("heart palpitation"). The patient was treated with surgery (hysterectomy to remove essure on (B)(6) 2014). Essure was withdrawn. At the time of the report, the genital haemorrhage, dysmenorrhoea, menorrhagia, headache, fatigue and palpitations outcome was unknown. The reporter considered genital haemorrhage, dysmenorrhoea, menorrhagia, headache, fatigue and palpitations to be related to essure. Follow-up received on 22-dec-2016: quality safety evaluation of ptc ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abnormal bleeding. Plaintiff underwent a hysterectomy to remove the essure devices. The event, seen as genital haemorrhage, is anticipated in the reference safety information for essure. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Given the temporal relationship and the lack of alternative explanation, a causal relationship cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.